Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 499 mg/dl at the time of incident. Customer stated that the insulin pump had motor error and stopped working. Customer reported that they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer stated they heard the alert. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.